Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose the customer¿s current blood glucose was 316 mg/dl. The customer was treated with shots and insulin pump. The drive support cap was normal. Customer was alleging possible insulin pump under delivery. The product was returned for analysis.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device passed the delivery accuracy test. Device delivered a bolus properly. No under delivery anomaly noted. Device had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.